Event description:
It was reported that this lead was unable to be implanted as it was difficult to insert and there was no effective stimulation. As a result, the lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead is expected to be returned for analysis.

Event description:
It was reported that this lead was unable to be implanted as it was difficult to insert and there was no effective stimulation. As a result, the lead was removed prior to pocket closure and successfully replaced. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A bent and curved stylet was returned stuck in the lead. Visual inspection was performed and the stylet appears to be stuck due to blood/body fluid infiltration into the lead lumen. The blood/body fluid likely entered the stylet through the terminal pin opening. The difficult to insert stylet and difficult to position allegation due to the stylet insertion difficulty was confirmed based on the finding of a stylet returned stuck in the lead. The stylet is stuck likely due to blood/body fluid clotting and drying within the lead. The unintended use error caused or contributed to event investigation conclusion code was selected based on the analysis finding of induced damage. The observed damage is not deemed to indicate a product defect or malfunction.